Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is "squirting out" during the manual prime process. The blood glucose reading was 220 mg/dl. It was also stated that the insulin continues to drip after motor stops during the manual prime process. The customer was not wearing the pump during priming. Troubleshooting was conducted and the infusion set change resolved the issue. The history did not contain a compromised force sensor alarm. The customer states the drive support cap appears normal (recessed). The customer will monitor the insulin pump and call back if the issue persists. The insulin pump and infusion set will not be returning for analysis.